Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that patient faced infusion set not sticking event on 07-jun-2024. The infusion set was in use for 3 days. The insertion site was abdomen. No further information available.